Manufacturer narrative:
Additional information: g3, h3, h6. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. The most likely cause for the intra-operative suture failure is user applied mechanical forces during use.

Event description:
It was reported that during a surgery a tightrope tore. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.